Event description:
Summary: based on complaint report and investigated failure mode, there was potential for a staining alteration. Customer complaint record reported the event as follows: technical issues with pump/fluid handling. No direct or indirect patient harm or user harm has been reported.